Event description:
Tandem mobi cartridge failure, where the unit is unable to push the insulin into the tubing since the back ram gets stuck or locked in the cartridge. Cartridge failure only after 1 day since change. Only resolve is to switch the cartridge to a new one, that needs to be filled with insulin that most people don't carry around with them, since needs to be refrigerated. Meaning no insulin delivery in t1d diabetic until you can get a new filled cartridge installed. I am having to throw away about 100u of insulin each problem cartridge. This has happened to 5 of my last 5 cartridges.